Event description:
It was reported that the surgeon noticed some difficulties recently with the 1/8' hemovac drains clotting off. Additional clinical follow up with the hospital indicated tha during the surgeon's first post-op exam of the pt, on the day after the surgical procedure, the surgeon noted the drain had become clotted. It was reported that this resulted in the formation of the hematoma at the surgical site. A surgical evacuation of the wound hematoma was stated to have been required. The reporter was unaware of any product deformations such as kinks, bends or flattening of the product observed prior to use, when product was removed from the packaging. It was also reported that pt clotting values were unknown, topical skin adhesive closure was not used and suturing of lumbar drains is not normal for the surgeon, and there were no known signs of deformation of drain caused by pt positioning.